Event description:
The pt (B)(6) was implanted with a percutaneous lead on (B)(6) 2011. It was reported the pt is not feeling stimulation in his area of pain. An x-ray was taken for further interrogation, and lead migration was detected. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.